Manufacturer narrative:
Examination of the reported device was not possible as it was not returned for evaluation. A search of the complaints databases finds no other reported incidents against the provided product and lot code combination since its release to distribution. The investigation could draw no conclusions about the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address groin pain.

Manufacturer narrative:
Depuy still considers this complaint closed.